Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Healthcare professional reported unknown side "skin necrosis (wound incision), skin necrosis (other than nac and wound)." Device remains implanted.

Manufacturer narrative:
Corrected data: clarification to g3: initial mw was submitted with aware date 06jun2023 the actual aware date is 30jun2023. All information has been submitted within 30 days of manufacturer awareness.

Event description:
Healthcare professional reported unknown side "skin necrosis (wound incision), skin necrosis (other than nac and wound)." Device remains implanted.